Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the mcs tip cover accessory and performed the failure analysis. The monopolar curved scissors(mcs) tip cover accessory was analyzed and reported failure was confirmed. The tip cover was found to have tearing at the mouth on the distal end. Tears are axially aligned with the tip cover and measure from 0.118¿ to 0.191¿ in length. There are no signs of thermal damage present at the end of any tears. No material appears to be missing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the disposable tip cover accessory was broken at distal end of clear part. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted out of box. It was not used for the procedure . The package was kept aside. There was no patient involvement.